Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose with levels of 40 mg/dl at the time of the incident. The customer was at 110 mg/dl at the time of the call. The customer believes that the bolus wizard calculations are incorrect, as they don't account for active insulin and he ends up low. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's health care professional wants him to get the 670g insulin pump. The insulin pump will not be returned for analysis.